Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level ranging from 253 to 413 mg/dl. The suspected cause was unknown. The customer woke up the following morning to a bg level of 287 mg/dl and changed their site. No issues were identified with the site. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.